Event description:
It was reported that during in house service the o-ring was observed to be missing. There was no patient involvement, no adverse consequences, no medical intervention and no procedural delays.